Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On (B)(6) 2017: legal claim received - new events added (heavy bleeding, weight gain, and headaches), new reports added. Company causality comment: this spontaneous case was identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suffered pain every day since implant (interpreted as pelvic pain). It was noticed a few months later, that the left side coil ruptured her left side fallopian tube (interpreted as fallopian tube perforation). She started to use another type of birth control and developed pulmonary embolism in both lungs. She stated she had to perform a hysterectomy to remove essure completely. At the time of report she was pain free and all her symptoms subsided. During last follow-up information (legal claim) it was reported that she also experienced heavy bleeding (seen as genital bleeding). All these events but pulmonary embolism are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur with patients under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. Considering the nature of fallopian tube perforation, a causal relationship between essure and this event cannot be excluded. However, despite the compatible temporal relationship and considering that essure has only localized action in the fallopian tubes, it is unlikely that essure would cause a pulmonary embolism which is rather related to the alternative birth control used. This case is regarded as incident since a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. No active follow-up will be pursued.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1624, awareness date 20-oct-2015) which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer reported the left side coil ruptured her left side fallopian tube and she suffered pain every day since implant. She would also have mood swings; she was depressed, had lots of anxiety and was always bloated, not to mention that it was very painful to have any intercourse with her spouse. She was informed by her gynecologist in late (B)(6) 2014 that she should consider another type of birth control due to their findings. She did and she developed pulmonary embolism in both of lungs. She was than informed that in order to have the essure removed completely without leaving any fragments behind she would have to endure having a have hysterectomy. This procedure took place (B)(6) 2015 and she was (B)(6) at the time. She stated that now she was back to her normal self, pain free and without any of the other symptoms. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and suffered pain every day since implant (interpreted as pelvic pain). It was noticed a few months later, that the left side coil ruptured her left side fallopian tube (interpreted as fallopian tube perforation). She started to use another type of birth control and developed pulmonary embolism in both lungs. She stated she had to perform a hysterectomy to remove essure completely. At the time of report she was pain free and all her symptoms subsided. The pelvic pain and fallopian tube perforation are listed while the pulmonary embolism is unlisted in the reference safety information for essure. Considering the nature of fallopian tube perforation and pelvic, in addition to the suggestive temporal relationship and lack of alternative explanation, a causal relationship between essure and these events cannot be excluded. However, despite the compatible temporal relationship, considering that essure has only localized action in the fallopian tubes and that the pulmonary embolism developed after she started to use another type of birth control that was not specified, it is unlikely that essure would cause a pulmonary embolism and it is rather related to the alternative birth control used. This case is regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.